Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient¿s device was not working and the implanting physician was no longer practicing. It was reported that the patient¿s ins was implanted on (B)(6) 2012. The hcp did not know how long the device hasn¿t been working for, but the patient came into the office today. The hcp reported that they called an hcp who told them to call the manufacturer to let them know the device was not working. Technical services offered physicians, but the hcp preferred to be transferred to the national answering service to page a manufacturing representative (rep). No symptoms were reported. The date of the event was asked but was unknown. No further complications were reported/anticipated.